Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps had a connection issue; further described as "not locking into place." This was observed during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.